Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), depression ("depression"), fatigue ("fatigue"), arthralgia ("joint pain"), rash ("rashes"), pruritus ("itching"), abdominal distension ("bloating"), headache ("headaches") and ovarian cyst ("ovarian cysts"). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, arthralgia, rash, pruritus, abdominal distension, headache and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, ovarian cyst, pruritus and rash to be related to essure. The reporter commented: in 2016, her essure related symptoms grew so severe that she went to the emergency room two times. She was scheduled for a hysterectomy on (B)(6) 2018. Further company follow-up with the lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding"), embolic stroke ("embolic stroke") and encephalomalacia ("encephalomalacia") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia, panic attack, angina pectoris, heartbeats irregular and angina pectoris. Concurrent conditions included multigravida, parity 3, dermatofibroma, actinic keratosis, meibomian gland dysfunction, skin xerosis, dermatofibroma, pigmented nevus, myopia, cough, shortness of breath, chest pain, fever, drug hypersensitivity, allergic reaction to antibiotics, stress, upper respiratory infection, lower abdominal pain, angiogram, suprapubic pain, cramp in lower abdomen, gerd, obesity, palpitations, precordial pain, rash trunk, thrombophilia, nuclear magnetic resonance imaging abnormal, cerebral infarction, hereditary disorder, deficiency of vitamin k, hepatic disease, dic, neck swelling, urinary frequency, vertigo and ex-smoker. Concomitant products included acetylsalicylic acid (aspirin), ascorbic acid (vitamin c), ciclosporin (restasis) from 2013 to 2014, clonazepam (klonopin), clonazepam from 2016 to 2018, coenzyme a, diltiazem, diltiazem (cardizem) since (B)(6) 2017, diltiazem hydrochloride (diltiazem hcl) from 2017 to 2018, fish oil, hydrochlorothiazide (microzide), hydrochlorothiazide from 2017 to 2018, ibuprofen since 2017, lisinopril since 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan potassium from 2017 to 2018, metoprolol succinate since 2017, multiple vitamins, norethisterone (norethindrone) in 2017, omeprazole since 2016, salbutamol (proventil hfa), salbutamol sulfate (ventolin hfa), sandocal (calcium carbonate w/cholecalciferol/sodium), sertraline (zoloft), topiramate since (B)(6) 2017, vicoprofen and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), eye pain ("eye pain") and pinguecula ("pinguecula growth due to dry eyes"). On (B)(6) 2009, 11 months 12 days after insertion of essure, the patient experienced seborrhoeic keratosis ("rashes or skin conditions type: inflamed seborrheic keratosis"). On (B)(6) 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: loss of bladder control"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain / forearm joint pain / wrist pain"), carpal tunnel syndrome ("carpal tunnel pain") and tenosynovitis ("tenosynovitis"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), irritability ("hormonal changes describe: irritability"), mood swings ("hormonal changes describe: mood swings"), diarrhoea ("diarrhea"), dyschezia ("gastrointestinal or digestive system condition type: pressure in anus") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2017, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), amnesia ("memory loss"), feeling abnormal ("brain fog nos"), visual field defect ("peripheal vision changes"), vision blurred ("blurriness") and unevaluable event ("contraception issuues"). In 2017, the patient experienced embolic stroke (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), encephalomalacia (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), pruritus ("itching"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), vulvovaginal dryness ("vaginal dryness"), tinnitus ("allergic or hypersensitivity reaction type: tinnitus"), thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"), goitre ("autoimmune disorder type of disorder: goiter"), rash papular ("rashes or skin conditions type: bumps"), hypertension ("blood or heart disorder/condition type: high blood pressure"), confusional state ("confusion"), eyelid tumour ("tumor / teratoma / cancer type: eyelid"), dry eye ("vision/eye problems type: dry eyes"), asthenopia ("eye fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), muscle twitching ("muscle twitching spasms"), dizziness ("dizziness"), hypoaesthesia ("numbness in limbs"), hyperacusis ("hypersensitivity to noise"), disturbance in attention ("inability to concentrate"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fingers pain") and hormone level abnormal ("hormonal issues"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, anxiety, hypertension, feeling abnormal, muscle twitching and hypoaesthesia had resolved and the menorrhagia, genital haemorrhage, embolic stroke, encephalomalacia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, rash, pruritus, abdominal distension, ovarian cyst, hot flush, irritability, mood swings, vulvovaginal dryness, vaginal haemorrhage, tinnitus, urinary tract infection, thyroid mass, goitre, rash papular, urinary incontinence, migraine, palpitations, nausea, amnesia, confusional state, eyelid tumour, vaginal discharge, dry eye, visual field defect, vision blurred, asthenopia, eye pain, pinguecula, weight increased, diarrhoea, dyschezia, endometriosis, adenomyosis, dizziness, alopecia, hyperacusis, disturbance in attention, unevaluable event, seborrhoeic keratosis, carpal tunnel syndrome, tenosynovitis, neck pain, musculoskeletal pain, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, anxiety, arthralgia, asthenopia, back pain, carpal tunnel syndrome, confusional state, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, embolic stroke, encephalomalacia, endometriosis, eye pain, eyelid tumour, fatigue, feeling abnormal, genital haemorrhage, goitre, headache, hormone level abnormal, hot flush, hyperacusis, hypertension, hypoaesthesia, irritability, menorrhagia, migraine, mood swings, muscle twitching, musculoskeletal pain, nausea, neck pain, ovarian cyst, pain in extremity, palpitations, pelvic pain, pinguecula, pruritus, rash, rash papular, seborrhoeic keratosis, tenosynovitis, thyroid mass, tinnitus, unevaluable event, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: in 2016, her essure related symptoms grew so severe that she went to the emergency room two times. She was scheduled for a hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016 surgeries: tonsillectomy, wisdom teeth extraction, partial tuba ligation. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: seborrhoeic keratosis, eyelid disorder, rash popular, vision blurred, fatigue, pelvic pain, abdominal pain, urinary tract infection, hypertension, vaginal haemorrhage, dizziness, headache, musculoskeletal pain, arthralgia, anxiety, encephalomalacia, migraines, diarrhoea, thyroid mass, depression. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2018: coding correction: "brain fog" was clarified as foggy feeling in head, tumor / teratoma / cancer type: eyelid was recoded to eyelid tumor and "autoimmune disorder type of disorder: goiter" was kept as goiter nos. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding'), embolic stroke ('embolic stroke / neurological conditions or problems - type: embolic stroke') and encephalomalacia ('encephalomalacia / neurological conditions or problems - type: encephalomalacia') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, panic attack, angina pectoris, heartbeats irregular, angina pectoris, wrist pain, arthritis, ganglion cyst, common cold and neck pain. * on (B)(6) 2016 surgeries: tonsillectomy, wisdom teeth extraction, partial tuba ligation. Previously administered products included for an unreported indication: ibuprofen and aleve. Concurrent conditions included multigravida, parity 3, dermatofibroma, actinic keratosis, meibomian gland dysfunction, skin xerosis, dermatofibroma, pigmented nevus, myopia, cough, shortness of breath, chest pain, fever, drug hypersensitivity, allergic reaction to antibiotics, stress, upper respiratory infection, lower abdominal pain, angiogram, suprapubic pain, cramp in lower abdomen, gerd, obesity, palpitations, precordial pain, rash trunk, thrombophilia, nuclear magnetic resonance imaging abnormal, cerebral infarction, hereditary disorder, deficiency of vitamin k, hepatic disease, dic, neck swelling, urinary frequency, vertigo, ex-smoker, overweight, swelling nos and wrist pain. Concomitant products included acetylsalicylic acid (aspirin), ascorbic acid, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), calcium carbonate;colecalciferol;sodium (calcium carbonate;cholecalciferol;sodium), ciclosporin (restasis) from 2013 to 2014, clonazepam (klonopin), clonazepam from 2016 to 2018, coenzyme a, diltiazem, diltiazem hydrochloride (cardizem cd) since (B)(6) 2017, diltiazem hydrochloride (diltiazem hcl) from 2017 to 2018, fish oil, hydrochlorothiazide from 2017 to 2018, hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen since 2017, lisinopril since 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan potassium from 2017 to 2018, metoprolol succinate since 2017, norethisterone (norethindrone) in 2017, omeprazole since 2016, salbutamol (proventil hfa), salbutamol sulfate (ventolin hfa), sertraline hydrochloride (zoloft), topiramate since november 2017 and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dry eye ("vision/eye problems type: dry eyes"), eye pain ("eye pain / vision / eye problems - type: eye pain") and pinguecula ("pinguecula growth due to dry eyes / vision / eye problems - type: pinguecula growth in eye"). On (B)(6) 2009, the patient experienced arthralgia ("joint pain / forearm joint pain / wrist pain / mild joint pain"), carpal tunnel syndrome ("carpal tunnel pain"), tenosynovitis ("tenosynovitis") and myxoid cyst ("myxoid cyst"), 4 months 27 days after insertion of essure. In 2009, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2009, the patient was found to have seborrhoeic keratosis ("rashes or skin conditions type: inflamed seborrheic keratosis"). On (B)(6) 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: loss of bladder control"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tinnitus ("allergic or hypersensitivity reaction type: tinnitus"), vaginal discharge ("vaginal discharge") and hyperacusis ("hypersensitivity to noise / allergic or hypersensitivity reaction - type: loud noise sensitivity"). In december 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), irritability ("hormonal changes describe: irritability"), mood swings ("hormonal changes describe: mood swings"), diarrhoea ("diarrhea / gastrointestinal or digestive system condition - type: diarrhea"), dyschezia ("gastrointestinal or digestive system condition type: pressure in anus") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain/ left abdominal quadrant pain") and dysuria ("infection (bladder / urinary tract / vaginal) - type: painful urination"). On (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2017, the patient experienced amnesia ("memory loss / neurological conditions or problems - type: memory loss"), feeling abnormal ("brain fog nos / neurological conditions or problems - type: brain fog"), visual field defect ("peripheal vision changes / vision / eye problems - type: peripheal vision changes"), vision blurred ("blurriness / vision / eye problems - type: blurriness"), disturbance in attention ("inability to concentrate / neurological conditions or problems - type: concentration issues") and unevaluable event ("contraception issuues"). In 2017, the patient experienced rash ("rashes / rashes or skin conditions type: rashes/ rash on breast"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), bursitis ("bursitus in left shoulder"), spinal segmental dysfunction ("segmental dysfunction of cervical region") and somatic dysfunction ("somatic dysfunction of cervical region"). In (B)(6) 2017, the patient experienced embolic stroke (seriousness criterion medically significant) and encephalomalacia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pruritus ("itching"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), vulvovaginal dryness ("vaginal dryness"), thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"), goitre ("autoimmune disorder type of disorder: goiter"), rash papular ("rashes or skin conditions type: bumps"), confusional state ("confusion"), asthenopia ("eye fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), muscle twitching ("muscle twitching spasms"), dizziness ("dizziness"), hypoaesthesia ("numbness in limbs"), pain in extremity ("fingers pain") and inflammation ("inflammation") and was found to have eyelid tumour ("tumor / teratoma / cancer type: eyelid") and hormone level abnormal ("hormonal issues"). The patient was treated with hydrocortisone (cortisol) and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, anxiety, hypertension, feeling abnormal, muscle twitching and hypoaesthesia had resolved and the menorrhagia, abdominal pain, genital haemorrhage, embolic stroke, encephalomalacia, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, rash, pruritus, abdominal distension, ovarian cyst, hot flush, irritability, mood swings, vulvovaginal dryness, vaginal haemorrhage, tinnitus, urinary tract infection, thyroid mass, goitre, rash papular, urinary incontinence, migraine, palpitations, nausea, amnesia, confusional state, eyelid tumour, vaginal discharge, dry eye, visual field defect, vision blurred, asthenopia, eye pain, pinguecula, weight increased, diarrhoea, dyschezia, endometriosis, adenomyosis, dizziness, alopecia, hyperacusis, disturbance in attention, unevaluable event, seborrhoeic keratosis, carpal tunnel syndrome, tenosynovitis, neck pain, musculoskeletal pain, pain in extremity, hormone level abnormal, myxoid cyst, bursitis, spinal segmental dysfunction, somatic dysfunction, dysuria and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, anxiety, arthralgia, asthenopia, back pain, bursitis, carpal tunnel syndrome, confusional state, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, dysuria, embolic stroke, encephalomalacia, endometriosis, eye pain, eyelid tumour, fatigue, feeling abnormal, genital haemorrhage, goitre, headache, hormone level abnormal, hot flush, hyperacusis, hypertension, hypoaesthesia, inflammation, irritability, menorrhagia, migraine, mood swings, muscle twitching, musculoskeletal pain, myxoid cyst, nausea, neck pain, ovarian cyst, pain in extremity, palpitations, pelvic pain, pinguecula, pruritus, rash, rash papular, seborrhoeic keratosis, somatic dysfunction, spinal segmental dysfunction, tenosynovitis, thyroid mass, tinnitus, unevaluable event, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: in 2016, her essure related symptoms grew so severe that she went to the emergency room two times. She was scheduled for a hysterectomy on (B)(6) 2018. There were only one to two coils showing at the conclusion of the process. On the opposite side, there were five coils showing at the close of the procedure. Discrepancy noted: did you undergo an essure confirmation test? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: seborrhoeic keratosis, eyelid disorder, rash popular, vision blurred, fatigue, pelvic pain, abdominal pain, urinary tract infection, hypertension, vaginal haemorrhage, dizziness, headache, musculoskeletal pain, arthralgia, anxiety, encephalomalacia, migraines, diarrhoea, thyroid mass, depression. Concerning the injuries reported in this case, the following one/ones were reported via social media: hormone level abnormal. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet received. Events added from pfs- infection (bladder / urinary tract / vaginal) - type: painful urination, inflammation. Aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding"), embolic stroke ("embolic stroke") and encephalomalacia ("encephalomalacia") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia, panic attack, angina pectoris, heartbeats irregular and angina pectoris. Concurrent conditions included multigravida, parity 3, dermatofibroma, actinic keratosis, meibomian gland dysfunction, skin xerosis, dermatofibroma, nevus, myopia, cough, shortness of breath, chest pain, fever, drug hypersensitivity, allergic reaction to antibiotics, stress, upper respiratory infection, lower abdominal pain, angiogram, suprapubic pain, cramp in lower abdomen, gerd, obesity, palpitations, precordial pain, rash trunk, thrombophilia, nuclear magnetic resonance imaging abnormal, cerebral infarction, hereditary disorder nos, deficiency of vitamin k, hepatic disease, dic, neck swelling, urinary frequency, vertigo and ex-smoker. Concomitant products included acetylsalicylic acid (aspirin), ascorbic acid (vitamin c), ciclosporin (restasis) from 2013 to 2014, clonazepam (klonopin), clonazepam from 2016 to 2018, coenzyme a, diltiazem, diltiazem (cardizem) since (B)(6) 2017, diltiazem hydrochloride (diltiazem hcl) from 2017 to 2018, fish oil, hydrochlorothiazide (microzide), hydrochlorothiazide from 2017 to 2018, ibuprofen since 2017, lisinopril since 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan potassium from 2017 to 2018, metoprolol succinate since 2017, multiple vitamins, norethisterone (norethindrone) in 2017, omeprazole since 2016, salbutamol (proventil hfa), salbutamol sulfate (ventolin hfa), sandocal (calcium carbonate w/cholecalciferol/sodium), sertraline (zoloft), topiramate since november 2017, vicoprofen and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), eye pain ("eye pain") and pinguecula ("pinguecula growth due to dry eyes"). On (B)(6) 2009, 11 months 12 days after insertion of essure, the patient experienced seborrhoeic keratosis ("rashes or skin conditions type: inflamed seborrheic keratosis"). On (B)(6) 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: loss of bladder control"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In august 2010, the patient experienced arthralgia ("joint pain / forearm joint pain / wrist pain"), carpal tunnel syndrome ("carpal tunnel pain") and tenosynovitis ("tenosynovitis"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and weight increased ("weight gain"). In december 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), irritability ("hormonal changes describe: irritability"), mood swings ("hormonal changes describe: mood swings"), diarrhoea ("diarrhea"), dyschezia ("gastrointestinal or digestive system condition type: pressure in anus") and alopecia ("hair loss"). In september 2014, the patient experienced headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In january 2016, the patient experienced nausea ("nausea"). In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In january 2017, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), amnesia ("memory loss"), feeling abnormal ("brain fog"), visual impairment ("peripheral vision changes"), vision blurred ("blurriness") and contraception ("contraception issues"). In january 2017, the patient underwent rash ("rashes / rashes or skin conditions type: rashes"), amnesia ("memory loss"), feeling abnormal ("brain fog"), visual impairment ("peripheral vision changes"), vision blurred ("blurriness") and contraception ("contraception issues"). In 2017, the patient experienced embolic stroke (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), encephalomalacia (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), pruritus ("itching"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), vulvovaginal dryness ("vaginal dryness"), tinnitus ("allergic or hypersensitivity reaction type: tinnitus"), thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"), goitre ("autoimmune disorder type of disorder: goiter"), rash papular ("rashes or skin conditions type: bumps"), hypertension ("blood or heart disorder/condition type: high blood pressure"), confusional state ("confusion"), eyelid disorder ("tumor / teratoma / cancer type: eyelid"), dry eye ("vision/eye problems type: dry eyes"), asthenopia ("eye fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), muscle twitching ("muscle twitching spasms"), dizziness ("dizziness"), hypoaesthesia ("numbness in limbs"), hyperacusis ("hypersensitivity to noise"), disturbance in attention ("inability to concentrate"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fingers pain") and hormone level abnormal ("hormonal issues"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, anxiety, hypertension, feeling abnormal, muscle twitching and hypoaesthesia had resolved and the menorrhagia, genital haemorrhage, embolic stroke, encephalomalacia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, rash, pruritus, abdominal distension, ovarian cyst, hot flush, irritability, mood swings, vulvovaginal dryness, vaginal haemorrhage, tinnitus, urinary tract infection, thyroid mass, goitre, rash papular, urinary incontinence, migraine, palpitations, nausea, amnesia, confusional state, eyelid disorder, vaginal discharge, dry eye, visual impairment, vision blurred, asthenopia, eye pain, pinguecula, weight increased, diarrhoea, dyschezia, endometriosis, adenomyosis, dizziness, alopecia, hyperacusis, disturbance in attention, contraception, seborrhoeic keratosis, carpal tunnel syndrome, tenosynovitis, neck pain, musculoskeletal pain, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, anxiety, arthralgia, asthenopia, back pain, carpal tunnel syndrome, confusional state, contraception, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, embolic stroke, encephalomalacia, endometriosis, eye pain, eyelid disorder, fatigue, feeling abnormal, genital haemorrhage, goitre, headache, hormone level abnormal, hot flush, hyperacusis, hypertension, hypoaesthesia, irritability, menorrhagia, migraine, mood swings, muscle twitching, musculoskeletal pain, nausea, neck pain, ovarian cyst, pain in extremity, palpitations, pelvic pain, pinguecula, pruritus, rash, rash papular, seborrhoeic keratosis, tenosynovitis, thyroid mass, tinnitus, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: in 2016, her essure related symptoms grew so severe that she went to the emergency room two times. She was scheduled for a hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016 surgeries: tonsillectomy, wisdom teeth extraction, partial tuba ligation. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: seborrhoeic keratosis, eyelid disorder, rash popular, vision blurred, fatigue, pelvic pain, abdominal pain, urinary tract infection, hypertension, vaginal haemorrhage, dizziness, headache, musculoskeletal pain, arthralgia, anxiety, encephalomalacia, migraines, diarrhoea, thyroid mass, depression. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Plaintiff¿s name were added. Events added from pfs- hormonal changes describe: hot flashes, irritability, mood swings, vaginal dryness, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: tinnitus, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: thyroid nodules/goiter, rashes or skin conditions type: bumps, bladder or urinary problems or changes: loss of bladder control, migraines, blood or heart disorder/condition type: palpitations, high blood pressure, nausea, memory loss, confusion, brain fog, tumor / teratoma / cancer type: eyelid, pain, vaginal discharge, vision/eye problems type: dry eyes, peripheral vision changes, blurriness, eye fatigue and pain, pinguecula growth due to dry eyes, weight gain, gastrointestinal or digestive system condition type: diarrhea and pressure in anus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding"), embolic stroke ("embolic stroke / neurological conditions or problems - type: embolic stroke") and encephalomalacia ("encephalomalacia / neurological conditions or problems - type: encephalomalacia") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, panic attack, angina pectoris, heartbeats irregular, angina pectoris, wrist pain, arthritis, ganglion cyst, common cold and neck pain. On (B)(6) 2016 surgeries: tonsillectomy, wisdom teeth extraction, partial tuba ligation. Previously administered products included for an unreported indication: ibuprofen and aleve. Concurrent conditions included multigravida, parity 3, dermatofibroma, actinic keratosis, meibomian gland dysfunction, skin xerosis, dermatofibroma, pigmented nevus, myopia, cough, shortness of breath, chest pain, fever, drug hypersensitivity, allergic reaction to antibiotics, stress, upper respiratory infection, lower abdominal pain, angiogram, suprapubic pain, cramp in lower abdomen, gerd, obesity, palpitations, precordial pain, rash trunk, thrombophilia, nuclear magnetic resonance imaging abnormal, cerebral infarction, hereditary disorder, deficiency of vitamin k, hepatic disease, dic, neck swelling, urinary frequency, vertigo, ex-smoker, overweight, swelling nos and wrist pain. Concomitant products included acetylsalicylic acid (aspirin), ascorbic acid, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), ciclosporin (restasis) from 2013 to 2014, clonazepam (klonopin), clonazepam from 2016 to 2018, coenzyme a, diltiazem, diltiazem (cardizem) since 29-sep-2017, diltiazem hydrochloride (diltiazem hcl) from 2017 to 2018, fish oil, hydrochlorothiazide (microzide), hydrochlorothiazide from 2017 to 2018, hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen since 2017, lisinopril since 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan potassium from 2017 to 2018, metoprolol succinate since 2017, norethisterone (norethindrone) in 2017, omeprazole since 2016, salbutamol (proventil hfa), salbutamol sulfate (ventolin hfa), sandocal (calcium carbonate w/cholecalciferol/sodium), sertraline hydrochloride (zoloft), topiramate since (B)(6) 2017 and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dry eye ("vision/eye problems type: dry eyes"), eye pain ("eye pain / vision / eye problems - type: eye pain") and pinguecula ("pinguecula growth due to dry eyes / vision / eye problems - type: pinguecula growth in eye"). On (B)(6) 2009, the patient experienced arthralgia ("joint pain / forearm joint pain / wrist pain"), carpal tunnel syndrome ("carpal tunnel pain"), tenosynovitis ("tenosynovitis") and myxoid cyst ("myxoid cyst"), 4 months 27 days after insertion of essure. In 2009, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2009, the patient was found to have seborrhoeic keratosis ("rashes or skin conditions type: inflamed seborrheic keratosis"). On (B)(6) 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: loss of bladder control"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tinnitus ("allergic or hypersensitivity reaction type: tinnitus"), vaginal discharge ("vaginal discharge") and hyperacusis ("hypersensitivity to noise / allergic or hypersensitivity reaction - type: loud noise sensitivity"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), irritability ("hormonal changes describe: irritability"), mood swings ("hormonal changes describe: mood swings"), diarrhoea ("diarrhea / gastrointestinal or digestive system condition - type: diarrhea"), dyschezia ("gastrointestinal or digestive system condition type: pressure in anus") and alopecia ("hair loss"). In september 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain/ left abdominal quadrant pain"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2017, the patient experienced amnesia ("memory loss / neurological conditions or problems - type: memory loss"), feeling abnormal ("brain fog nos / neurological conditions or problems - type: brain fog "), visual field defect ("peripheal vision changes / vision / eye problems - type: peripheal vision changes "), vision blurred ("blurriness / vision / eye problems - type: blurriness"), disturbance in attention ("inability to concentrate / neurological conditions or problems - type: concentration issues") and unevaluable event ("contraception issuues"). In 2017, the patient experienced rash ("rashes / rashes or skin conditions type: rashes/ rash on breast"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), contusion ("bursitis in left shoulder"), spinal segmental dysfunction ("segmental dysfunction of cervical region") and somatic dysfunction ("somatic dysfunction of cervical region"). In november 2017, the patient experienced embolic stroke (seriousness criterion medically significant) and encephalomalacia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pruritus ("itching"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), vulvovaginal dryness ("vaginal dryness"), thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"), goitre ("autoimmune disorder type of disorder: goiter"), rash papular ("rashes or skin conditions type: bumps"), confusional state ("confusion"), asthenopia ("eye fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), muscle twitching ("muscle twitching spasms"), dizziness ("dizziness"), hypoaesthesia ("numbness in limbs") and pain in extremity ("fingers pain") and was found to have eyelid tumour ("tumor / teratoma / cancer type: eyelid") and hormone level abnormal ("hormonal issues"). The patient was treated with hydrocortisone (cortisol) and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, anxiety, hypertension, feeling abnormal, muscle twitching and hypoaesthesia had resolved and the menorrhagia, genital haemorrhage, embolic stroke, encephalomalacia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, rash, pruritus, abdominal distension, ovarian cyst, hot flush, irritability, mood swings, vulvovaginal dryness, vaginal haemorrhage, tinnitus, urinary tract infection, thyroid mass, goitre, rash papular, urinary incontinence, migraine, palpitations, nausea, amnesia, confusional state, eyelid tumour, vaginal discharge, dry eye, visual field defect, vision blurred, asthenopia, eye pain, pinguecula, weight increased, diarrhoea, dyschezia, endometriosis, adenomyosis, dizziness, alopecia, hyperacusis, disturbance in attention, unevaluable event, seborrhoeic keratosis, carpal tunnel syndrome, tenosynovitis, neck pain, musculoskeletal pain, pain in extremity, hormone level abnormal, myxoid cyst, contusion, spinal segmental dysfunction and somatic dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, anxiety, arthralgia, asthenopia, back pain, carpal tunnel syndrome, confusional state, contusion, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, embolic stroke, encephalomalacia, endometriosis, eye pain, eyelid tumour, fatigue, feeling abnormal, genital haemorrhage, goitre, headache, hormone level abnormal, hot flush, hyperacusis, hypertension, hypoaesthesia, irritability, menorrhagia, migraine, mood swings, muscle twitching, musculoskeletal pain, myxoid cyst, nausea, neck pain, ovarian cyst, pain in extremity, palpitations, pelvic pain, pinguecula, pruritus, rash, rash papular, seborrhoeic keratosis, somatic dysfunction, spinal segmental dysfunction, tenosynovitis, thyroid mass, tinnitus, unevaluable event, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: in 2016, her essure related symptoms grew so severe that she went to the emergency room two times. She was scheduled for a hysterectomy on (B)(6) 2018. There were only one to two coils showing at the conclusion of the process. On the opposite side, there were five coils showing at the close of the procedure. Discrepancy noted: did you undergo an essure confirmation test? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: seborrhoeic keratosis, eyelid disorder, rash popular, vision blurred, fatigue, pelvic pain, abdominal pain, urinary tract infection, hypertension, vaginal haemorrhage, dizziness, headache, musculoskeletal pain, arthralgia, anxiety, encephalomalacia, migraines, diarrhoea, thyroid mass, depression. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet - new event myxoid cyst , bursitis in left shoulder, somatic /segmental dysfunction of cervical region were added. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.